Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a dissection after having coronary artery stents implanted. The stents was report of insufficient flow after the stents were implanted requiring post-dilation. The patient's medical history is significant for obesity, previous pci, target vessel previous revascularized ((B)(6) 2009), peripheral artery disease, hyperlipidemia, hypertension, atrial fibrillation, myocardial infarction ((B)(6) 2009), pvd/claudication, copd, diabetes, and smoking. The indication for the index procedure was stable angina pectoris. The target lesions were the 1st obtuse marginal (om1) and the mid right coronary artery (rca). The 1st target lesion was the 1st om. Vessel diameter was 2.5mm and the lesion length was 23mm. The lesion was an in-stent restenosis of a bare metal stent. Pre-procedure stenosis was 90%. The lesion was direct stented with a 2.50mm x 28mm cypher stent was implanted at 14atm, followed by the implant of a 2.50mm x 13mm cypher stent at 14 atm proximal and overlapping the first stent. The stents were post-dilated due to insufficient flow with a 2.5 x 20mm balloon at 18atm. The 2nd target lesion was the mid rca. Vessel diameter was 3mm and the lesion length was 23mm. The lesion was an in-stent restenosis of a bare metal stent. Pre-procedure stenosis was 95%. The lesion was direct stented with a 3.0mm x 28mm cypher stent followed by a 3.0mm x 8mm cypher stent at 14 atms proximal and overlapping the first to fully cover the lesion. A dissection occurred and the cxs08300 was post-dilated with a 2.5 x 20mm balloon at 18atm to treat the dissection. The reported residual stenosis was 0% and the patient was discharged the same day. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Dissection and insufficient flow following stent implantation are known potential adverse events associated with implanting coronary artery stents. These events can be related to lesion characteristics and inherent risk of the procedure. Review of the information provided suggests that vessel/lesion characteristics may have contributed to the reported events. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
This is one of four products involved with the reported event. The associated manufacturer report numbers 3003742446-2011-00250, 3003742446-2011-00252, and 3003742446-2011-00253. Additional information will be submitted within 30 days of receipt.

Event description:
The report was received from (B)(4) study. The patient was a (B)(6) male with a history of obesity, previous pci, target vessel previous revascularized ((B)(6) 2009), peripheral artery disease, hyperlipidemia, hypertension, atrial fibrillation, myocardial infarction ((B)(6) 2009), pvd/claudication, copd, diabetes, and smoking. Indication for the index procedure was stable angina pectoris. The target lesions were the 1st om and the mid rca. The 1st target lesion was the 1st om. Vessel diameter was 2.5mm and the lesion length was 23mm. The lesion was an in-stent restenosis of a bare metal stent. Pre-procedure stenosis was 90%. A (B)(4) was deployed at 14atm. The 2nd stent was a (B)(4), deployed at 14atm, overlapping the first stent. The stents were post-dilated due to insufficient flow. Post-dilation was conducted with a 2.5 x 20mm balloon at 18atm. The 2nd target lesion was the mid rca. Vessel diameter was 3mm and the lesion length was 23mm. The lesion was an in-stent restenosis of a bare metal stent. Pre-procedure stenosis was 95%. A (B)(4) was deployed at 14atm. A (B)(4) was deployed at 14atm, overlapping with the first. A dissection occurred and the (B)(4) was post-dilated with a 2.5 x 20mm balloon at 18atm to treat the dissection. Post-procedure stenosis was 0%. Patient was discharged the same day.